Event description:
It was reported that the patient underwent a revision procedure due to erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. On (B)(6) 2020 a new aus cuff, pump, and balloon was implanted.